Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Post-ablation in the procedure, when the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was pulled from the body and flushed, it seemed like the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was pulling air and there was some resistance when trying to flush. Upon inspection, it was noticed that the hemostatic valve was broken and the white piece was missing. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue was resolved. The procedure continued. No patient consequence was reported. The bwi product analysis lab received the device for evaluation on 15-aug-2024. The device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the hemostatic valve of the device was not found. For this condition, a supplier investigation was requested and the results determined that this type of failure is not related to the manufacturing process since the manufacturer has four process controls in place to prevent a device without a hemostatic valve from reaching the end customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The valve issue reported could be related to the missing hemostatic valve; therefore, the customer complaint was confirmed. The potential cause of this type of failure could be related to the manipulation of the device after the procedure; however, this cannot be conclusively determined. The sheath instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. D4. Primary UDI number has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000345 and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve broken issue occurred. Post-ablation in the procedure, when the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was pulled from the body and flushed, it seemed like the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was pulling air and there was some resistance when trying to flush. Upon inspection, it was noticed that the hemostatic valve was broken and the white piece was missing. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue was resolved. The procedure continued. No patient consequence was reported. The ngen generator was in use. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.